Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, , rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had blank display. Customer states the display did not return. Customer's blood glucose value was 97 mg/dl at the time of the incident. Current blood glucose was 400 mg/dl to 500 m,g/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will be returned device for analysis. Frn unknown. Inf set unknown.